Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: device code a041001 captures the reportable event of balloon pinhole. Block h10: investigation results: a visual and microscopic examination of the returned complaint device found that the balloon had a hole, which confirms the reported event. The sheath was noted to be bent. Functional analysis cannot be performed due to the hole in the balloon. It is most likely that procedural factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during procedure can lead to the sheath bent. Also, it is possible that an exceed of the pressure recommended during procedure or handling during preparation could affected the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Kit was reported to boston scientific corporation that maxforce tts dilatation balloon was used in the esophagus during an upper endoscope procedure performed on an unknown date. During procedure, it was noticed that the a hole in the balloon and could only fill half way. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that maxforce tts dilatation balloon was used in the esophagus during an upper endoscope procedure performed on an unknown date. During procedure, it was noticed that the a hole in the balloon and could only fill half way. The procedure was completed with another maxforce tts dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental medwatch will be filed.